Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the lead was received with the lobes deployed. Unable to test due to dried blood under the overlay tubing.

Event description:
It was reported that during the implant attempt the left ventricular (lv) lead could not be passed through the sheath. The sheath was removed and the lead was attempted again; however, there were issues with fixation. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.